Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Pending device return and evaluation.

Event description:
Pending revision of insert.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the revision reported was likely the result of not fully seating the insert at the time of implantation, which allowed for the component to disassociate from the tibial tray in situ.

Event description:
Pending revision of insert.